Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent fast stop activated error messages. This causes the system to shutdown. Rebooting restored imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.